Event description:
At patient's dialysis treatment no flow could be obtained. Pt was sent to the hospital e.r. Where a wrong needle was used and got stuck in one of the valves. Patient was eventually hospitalized for administration of tpa and observation.